Event description:
The laser system showed interlock error and error 1-9. We are unaware about pt injury.

Manufacturer narrative:
The interface board was replaced and the laser system returned to work. We are unaware about pt injury. Note: this laser system ((B)(4)) is not sold in USA, but it is similar to the (B)(4) with 510(k) k100558.